Event description:
During a stenting treatment procedure, the wallstent was longer than anticipated. The expected length of the wallstent was 100 mm. The physician is of the opinion that it was actually 150 mm when fully deployed. No pt injury or complications were reported. No add'l info is available at this time.